Manufacturer narrative:
Date rec¿d by MFR : 09may2019, date of report : 02aug2019. The service engineer confirmed the reported issue. The internal battery was replaced. The service engineer ran system calibration and performance verification. All testing passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported battery failure. There was no patient involvement.